Event description:
It was reported that patient had a bump and red burn on the implant site following a computerized tomography (CT) scan. It was also reported that it was unknown if the physician provided medical intervention and if it was device related.